Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to broken black pulse wire in the dn component. The root cause for the damaged wire was unable to be identified. There was no adverse event that resulted from the damaged belt.